Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during the sleeve gastrectomy, they were opening the device when they realized the temperature indicator traveled outside of the appropriate temperature. New devices used complete the procedure. The procedure was completed successfully with no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 5/25/2022. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned applicator. Visual analysis of the returned sample determined that ten loose, unopened 1-up cartons were returned; the temperature indicator sticker on the 1-up sales carton (I) had been triggered and was pink, indicated that the package was subjected to a temperature in excess of 50°. 1-up carton also had triggered temperature stickers with no other visible damage. The applicator was opened and visually inspected for damage to the buttress attachment material (bam) pattern was found to be appear conforming. This would indicate that while some of the packages may have been subjected to elevated temperatures at or above 50°c, the temperature was likely still below the actual melting point of that particular batch. No conclusion could be reached on what may have caused the reported incident. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.